Manufacturer narrative:
As the unit has not been returned, technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is anticipated procedure complications, due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.

Event description:
Same case as: 2134265-2009-01325. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 75% stenosed lesion being treated was located; a bifurcation in the non-tortuous non-calcified left main (lm) extending into the left anterior descending (lad). The lesion was predilated using a 3.0mm maverick balloon and a 2.5mm non-bsc balloon. A 3.50x16mm taxus express2 drug eluting stent was deployed in the lm, extending into the proximal lad, and a 3.00x16 mm taxus express2 drug eluting stent was deployed in the mid lad. The stents were overlapping. A 3.0mm quantum maverick was used to post dilate the stents. Balloon inflations were made with a 2.5x10mm non-bsc balloon and a 3.0mm quantum balloon in the 90% stenosed lesion located in the obtuse marginal. A kissing balloon technique was performed in the proximal lad and obtuse marginal branch to complete the procedure. Ivus identified a portion of the stent that was not well apposed in the proximal lm. The physician decided not to treat and monitor the pt condition. Medications given included: ticlopidine and aspirin. Five days post the stenting procedure, the pt presented with chest pain. An ECG and heart echo identified thrombus in the proximal portion of the lm stent, just proximal of the lad. The thrombus was aspirated and poba was performed. Pt status reported as "recovered".